Event description:
Pt underwent stenting of the mid and distal right coronary arteries with a 3.0 x 18mm and 3.0 x 33mm cyphers stents. Four months later the pt had a right supraclavicular node biopsy done that revealed hodgkin's lymphoma. Two hours after the procedure that pt developed chest pain, complete a-v block, cardiogenic shock, etc. Cath revealed late thrombosis at prox end of stent. The pt died 4 days later.